Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-13995n scorpion needle broke during a rotator cuff repair. The tip of the scorpion needle broke off at the suture window length from the tip during the pass of fibertape through the cuff. The procedure was completed successfully, but the broken piece was not retrieved from the patient.

Manufacturer narrative:
Complaint allegation was not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device, as excessive force was used during the firing of the needle, thus breaking the needle.